Manufacturer narrative:
(B)(4) inherent risk of procedure (occlusion).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the left atrioventricular branch. It is reported that distal embolization occurred during the index procedure. Attempts to wire and thrombectomy were unsuccessful due to extreme tortuosity. Ante grade flow could not be restored. It is reported that the patient is continuing with treatment. Investigator has indicated that the event was not related to the study device.